Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment, noise was noted on the right ventricular (rv) lead. The noise was reproduced with arm movement. The device memory revealed numerous ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes caused by the noise. As a result, the lead was removed by laser extraction. It was confirmed that the lead had suffered subclavian crush. No adverse patient effects were reported.